Event description:
Technician alleged this had no bed functions.

Manufacturer narrative:
Tech found that the power supply board had signs of fluid ingress. He replaced the power supply board and the bed function properly. The bed was found out of service in a holding area and there were no alleged injuries.